Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a subclavian tavr procedure, a 26mm sapien 3 valve was positioned across the valve. During the deployment attempt, the commander delivery system did not inflate. The valve and delivery system were pulled back into the axillary artery and were surgically removed. The valve and delivery system have been retained by the hospital risk management department and are not currently available for evaluation. Information regarding the native annular diameter and degree of valvular calcification was not provided. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity were not provided.

Manufacturer narrative:
(B)(4). The valve and delivery system have been retained by the hospital risk management department and are not currently available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be performed. No photographs of the device or imagery of the case were provided. Review of the work orders related to the manufacturing of the devices and components that could contribute to the event was performed. Product exception reports (prd) were found associated with the flex shaft components. During receiving inspection, the flex shaft outer dimeter (od) and the circularity for some units were found to be out of specification. Since the flex shaft od/circularity is critical to the inflation functionality of the device, all units from the affected lots were 100% sorted per manufacturing procedure. Nonconformance units were scrapped. Since all parts affected by these prds were sorted and the non-conformance units scrapped, the non-conformance identified in these prds likely did not contribute to the reported event. Review of the lot history revealed no other relevant complaints for ¿delivery system ¿ inflation difficulty ¿ unable to inflate¿ or ¿delivery system ¿ leakage¿. A review of complaint history reveals that the occurrence rates did not exceed the october 2017 control limits for this trend category ¿inflation, deflation difficulty¿ and ¿leakage¿. Review of past complaints suggest that a kink in the delivery system could potentially constrain the flow of the fluid and affect the inflation of the balloon during deployment. Similarly, the inflation balloon would not inflate if there is any leakage along the delivery system. However, due to no device being returned for evaluation, related visual inspection, dimensional inspection, and functional tests such as de-airing, inflation/deflation time and inflation pressure of the balloon could not be tested. There was no insertion difficulty and/or resistance during valve alignment being reported for this case. Additionally, information regarding patient anatomy such as vessel calcification and/or tortuosity was not provided for evaluation, and without the returned device, additional visual inspection could not be performed. Therefore, presence of manufacturing non-conformances could not be determined. Review of the device prepping manual and training manual for the commander delivery system did not identify any IFU/training deficiencies. During the manufacturing process, the inflation balloon components are 100% inspected for visual defects such as contamination, mechanical damage, and deformation. The inflation balloon components are also 100% inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od and wall thickness. Inflation balloon burst testing is also performed on samples from each lot following a sampling plan. The crimp balloon components undergo 100% visual inspection for general appearance/gross defects, as well as 100% dimensional inspection for balloon distal/proximal ID and wall thickness. The delivery system also undergoes multiple 100% inspection for the crimp balloon to inflation balloon bond joint, marker bands locations, crimp balloon to balloon shaft bond joint, nose tip to inflation balloon bond joint, inflation balloon diameter, balloon shaft to y-connector bond, all three y-connector ports, and leak testing. The entire commander delivery system is 100% visually inspected by manufacturing and quality. Product verification (pv) testing was performed on a sampling plan for this work order lot. During pv testing, related tests such as visual inspection, de-airing, inflation/deflation time, inflation pressure and burst pressure were performed. Additionally, the tensile strength for inflation balloon to nose tip, inflation balloon to crimp balloon, and crimp balloon to balloon shaft were tested. All devices passed specification. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the report of the ¿delivery system ¿ inflation difficulty ¿ unable to inflate¿ and the ¿delivery system ¿ leakage¿ could not be confirmed as the device was not returned for evaluation and no photograph/imagery was available for review. Without the device return, a manufacturing non-conformance was not able to be determined. A definite root cause for the reported event could not be determined at this time. Available information provided no indication that a manufacturing non-conformance contributed to the event. No deficiencies were identified in the review of relevant manufacturing mitigation and IFU/training materials. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Medwatch user facility report #(B)(4).